Event description:
A clinical nurse specialist identified a discrepancy in a dexmedetomidine infusion order on the medfusion nicu syringe pump. The ordered dose was 0.2 mcg/kg/hr for a 2.325 kg patient (0.465 mcg/hr), which corresponds to an infusion rate of 0.116 ml/hr using the 4 mcg/ml concentration. However, the electronic medical record (emr) rounded this rate to 0.12 ml/hr. The nurse raised concern about the difference between 0.116 ml/hr and 0.12 ml/hr and noted the potential for harm if a nurse attempts to adjust the order to force alignment between the pump and the emr. Review of the medfusion 4000 pump user manual indicates that the minimum rate increment is 0.01 ml/hr, even though the display can show values to the third or fourth significant digit. ICU medical also notes that, depending on the infusion rate, the value shown on the display may not exactly reflect the actual rate being delivered to the patient. Recommend the FDA to evaluate the dose-rounding logic and display conventions of the medfusion 4000 syringe pump, as the displayed precision exceeds the device's stated accuracy and may not consistently represent the true infusion rate being delivered.